Manufacturer narrative:
Continuation of d11: product ID: 3037, serial# unknown, product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the patient fell at one point and had to have a new stimulator put in. The patient said they felt it immediately. They were walking up the stairs, missed the 1st step and fell on the patient's left side. The device is on the right side. As soon as the patient fell they felt a strange feeling. After the fall, the patient tried to use their programmer and the screen was blank. The patient said this happened "maybe 5 years ago".

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. The patient reported that they were having a problem with the implant. The patient stated that they slipped and fell on their left side and noted that the implant was on the right side. The patient stated that the device started to vibrate pretty fast, like an uncomfortable flutter, so the patient checked with the patient programmer (pp) and it was working at the time of report. The patient decreased stimulation from 8.0 to 5.0 where it was more comfortable, but later it felt like it was doing nothing. The patient stated they didn¿t feel stimulation and it wasn¿t controlling their symptoms. The patient noted that they got the pp the day before report and started to increase, but they didn¿t feel anything. The patient stated that they went up to 10 v, but still felt nothing. The patient noted that they saw a screen that told them to turn implant on to increase and to turn the implant off to decrease which didn¿t make sense to the patient, so the patient was guided through checking the implant. The patient synced with the implant using the pp and noted that stimulation was off at 8.0 v on program 3. The patient turned stimulation on and noted that they felt nothing. The patient then tried to increase stimulation and it showed the maximum stimulation screen. It was indicated that the patient had more programs to try but was advised to follow up with their healthcare professional (hcp) since they had a fall. No further complications were reported or were expected.